Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed after two cold restarts of the system. It was identified that the customer initially restarted the system in ¿video only¿ mode. In this mode the system is off, but its monitors can be used to display images from third-party equipment. By performing the second restart the system regained functionality. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Upon further inspection, the field service engineer (fse) determined that the reported problem was caused by a too large patient worklist being sent to the system from the third-party radiology information system (ris), which cannot be configured for auto-deletion. The system was confirmed to be operating as per specifications, and no issue was identified. After advising the customer to narrow the worklist, the system was returned to use in good working order. At the time this complaint was received, philips did not have sufficient information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.